Event description:
The complainant stated that the brake is not working.

Manufacturer narrative:
The technician found both foot end casters damaged, preventing the brake from engaging properly. He replaced both foot end casters to repair the bed.